Manufacturer narrative:
Image analysis: one image was provided for review. The image shows an nc sprinter device. From the image it appears most likely that the inflation/d eflation lumen was damaged/stretched resulting in a weakness that expanded when contrast was introduced into the catheter under pressure for the purposes of balloon expansion. Product analysis: the device was returned for evaluation with the balloon in a post inflated state and the inflation/deflation lumen is expanded. It was not possible to perform inflation/deflation testing due to the condition of the returned device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one nc sprinter balloon catheter, balloon deflation difficulties were encountered. The device would not deflate at the lesion site. The device was withdrawn along with the guide catheter and removed. The lesion being treated was mildly tortuous, mildly calcified with 80% stenosis located in the proximal/mid left main (lm) coronary artery/circumflex (cx) artery. The device was inspected prior to use and negative prep was performed with no issues noted. The lesion was pre-dilated. The device passed through a previously-deployed stent. Resistance was not encountered when advancing the device and excessive force was not used during delivery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the inflation of the device was noted to be normal without any difficulties. Deflation difficulties were noted after the first inflation. An inflation pressure of 13 atm was applied to the inflation. Difficulty was experienced trying to remove the balloon from the patient due to difficulty in deflating the balloon. It was not difficult to remove the protective sheath/packaging stylette. The device was not moved or repositioned while inflated. A one-to-one ratio of contrast agent was used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.